Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety and numbness in legs and fingers is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: perforation, anxiety, numbness in legs and fingers. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Manufacturer narrative:
Additional information: h6- device code- appropriate term/code not available (3191)- device perforation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right common femoral vein due to blood clots. Patient is alleging vena cava perforation. Patient is further alleging, "[he] suffers from anxiety knowing that his filter has failed and perforation the vena cava, numbness in his legs and fingers. Additionally, he is concerned with future care for the filter and has to limit the amount of time he is able to exercise." Dated, (B)(6) 2017, computerized tomography (CT) scan to check for filter placement. Conclusion: there is an ivc filter inferior to the renal veins without complication. There is at most 2 mm of wall extension of the prongs of the ivc filer." Dated (B)(6) 2017, CT review performed. "Positive for caval perforation. Superior extent of the filter is at the mid body of l2. Inferior extent is at the l3-l4 disc space. Caval perforation of several prongs. Maximum penetration is posteriorly, measuring approximately 5 mm, seen best on axial image 55 of series 2 and sagittal image 64 of series104. No significant tilting of the caval filter is present."

Manufacturer narrative:
Occupation: non-healthcare professional. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog and lot# are unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device sometime in (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.